Manufacturer narrative:
An extensive engineering investigation was performed on the astral device by resmed. Review of the device logs confirmed the power failure and alarm. The investigation determined that the device power failure was due to an isolated component failure of the internal battery. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was received by resmed (B)(4) and it was returned to the manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Important record information: it was reported to resmed that the customer inadvertently mixed two devices reports when contacting the manufacturer to the report the devices incidents. It is unclear which unit had the reported issue; therefore, resmed will be reporting both devices. Reference resmed medwatch 3004604967-2016-00716. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a power failure and an alarm was triggered that notified the caregiver of the event. There was no patient injury reported as a result of this incident.